Event description:
Event description cpi received information that an epicardial large patch lead exhibited high impedance due to a fracture. The epicardial lead system was capped and a new implantable cardioverter defibrillator and lead system were implanted.